Manufacturer narrative:
(B)(4)

Event description:
It was reported that noise signals on auto mode switching episodes were observed. All lead measurements were stable and within-range. There was only one episode of noise. Environmental noise interference was suspected. Further tests to evaluate the lead were recommended. Physician elected to continue to monitor the patient through merlin.net transmission. Patient's condition was fine.